Event description:
Info received on 6/4/97 indicates the hydroflex device was removed from the patient on 5/19/97. A dynaflex device was implanted.

Manufacturer narrative:
Cylinder was functional. Cylinder had pressure leakage thru pump valve.